Manufacturer narrative:
It was initially reported that an unidentified number of foley catheters are "clogging very frequently" requiring to be changed twice in a shift. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. The date/s of the incident is unknown. There was no serious injury originally reported related to the incident/s. Due to the reported intervention of exchanging the foley catheters, this medwatch is being filed. A sample is not available to be returned for evaluation. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an unidentified number of foley catheters are "clogging very frequently" requiring to be changed twice in a shift.